Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus for evaluation and the customer's allegation of b30 error was not confirmed. However, the device evaluation found that a non-olympus product was installed. Additionally, the customer confirmed that the unit was repaired, and the b30 error is no longer an issue. No further action is required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[warning] non-olympus equipment can cause instability of the automatic brightness adjustment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of b30 error was not confirmed. Additionally, device evaluation found a deformed bottom and rear panel chassis, a damaged front panel chassis, rear panel corroded, heavy dust, a worn-out socket slider switch which caused an intermittent failure of the high intensity mode, abnormal sound from pump, and top cover corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source encountered a b30 communication error. The issue occurred during preparation for use and the intended procedure was therapeutic. There were no reports of patient harm or involvement.